Event description:
It was reported that upon removal from the packaging, a break was seen on the pta balloon dilation catheter. The catheter was not used on a pt. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. The investigation is confirmed for a break, as a complete circumferential outer shaft break was found at the proximal balloon joint location. As the refold tool was not returned with the device, it is possible that the user forcefully pulled the refold tool off of the device, resulting in the break to the outer catheter shaft. However, the definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The atlas instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good-faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.